Manufacturer narrative:
During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable. Bolton medical is voluntarily reporting a device malfunction related to a treovance device. The treovance device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). This complaint was involved with 4 devices. Device 1 is being reported under MDR 2247858-2018-00092. Device 2 is being reported under this report. Device 3 is being reported under MDR 2247858-2018-00094. Device 4 is being reported under MDR 2247858-2018-00095.

Event description:
"On (B)(6) 2014. Treovance implantation without any complication. On (B)(6) 2014 discharge CT without any signs of endoleak. Level of crp slightly elevated (4.0). On (B)(6) 2014 readmission to the hospital due to backpain. Duplexultrasound without any pathological findings. Pain located in the lumbosacral area. On (B)(6) 2014 MRI of the spinal cord without any result. From the later point of view signs of inflammation at the visceral level of the aorta. On (B)(6) 2014 readmission to the hospital reason back pain. Crp 33.00 seen by neurosurgeon. On (B)(6) 2014 CT changes in the area of the proximal landing zone of the graft at the level of the bare stents massif inflammation and signs of perforation. Diagnosis aortitis on (B)(6) 2014 emergency operation in (B)(6) hospital of (B)(6) conversion and explantation of graft. Microbiological examination showed staph aureus at the graft. On (B)(6) 2014 patient died probably due to insufficiency of the anastomosis,"